Event description:
It was reported that the patient had a painful tha, so surgeon explanted all implants and put in antibiotic spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6001-2810, lot # 18797702, description: c-taper cocr head 28mm/+10. Cat # 6073-0525, lot # 5038180a, description: odc hip stem. Cat # 2051-2052, lot # 22730101, description: secur-fit ha psl cup/clustr shell 52mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.